Event description:
It was reported that the motor device was ¿getting hot¿. The event was not reported to have occurred during surgery. There were no reports of injuries, medical interventions or prolonged hospitalization. The exact event date is unknown. However, it was reported that the event occurred in the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment revealed that there was a cut in the cord (hose) which would have caused the device to get hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling, by allowing the cord to come in contact with sharp object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.